Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery was on friday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal discomfort ("belly pressure"), musculoskeletal discomfort ("back pressure") and haemorrhoids ("huge pile of hemorrhoids"). The patient was treated with surgery (she had undergone surgery on friday for essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal discomfort, musculoskeletal discomfort and haemorrhoids outcome was unknown. The reporter considered abdominal discomfort, haemorrhoids, medical device removal and musculoskeletal discomfort to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, abdominal discomfort and musculoskeletal discomfort". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.